Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The patient was hospitalized for the peritonitis event. During the hospitalization, the patient had their pd catheter removed. The patient was treated with unspecified antibiotics (dose, route, and frequency was not reported). After eight days of hospitalization, the patient was discharged. At the time of this report, the patient was on hemodialysis and the patient was recovered from the event. No additional information is available.